Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's wife reported via phone call high blood glucose levels, hospitalization and keypad anomaly. Customer's hospitalization was diabetes related, customer foot was swollen and red, and their leg was amputated. Troubleshooting for keypad anomaly was performed. Customer's wife advised when they program a bolus they were unable to get the device to deliver insulin. Customer's wife advised their healthcare provider tried to program the insulin pump settings and was unsuccessful. Customer advised the buttons are unresponsive. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.